Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 12, 2021 that a hot axios stent was to be implanted in the abdomen during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the handle broke during deployment and the stent was not deployed. The procedure was completed with another hot axios device. There were no patient complications reported as a result of his event. Note: it was reported that the stent was to be implanted in the abdomen. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content. The hot axios stent is not indicated to be implanted in the abdomen. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.